Event description:
I have nausea, vomiting, pain that varied in location, type, duration and intensity. Lack of strength and energy requiring frequent rest, depression, anxiety, shortness of breath, bad head-aches, bloating, abdominal tightness and swelling, dull aches, discomfort and weakness in limbs, body aches, migrating dull ache right hip and back of thigh, inability to work and enjoy a normal life due to daily symptoms of poor health. Diagnosed with two ovarian cysts and migration of essure coil (right side) on (B)(6) 2013. E.r. Visit based on CT scan done (B)(6) 2013.